Event description:
It was reported to the MFR that a vns pt was admitted into the hosp for a non-vns related reason, but reported that she fell and her vns was not working. It is unk if the alleged malfunction is due to battery depletion, lack of efficacy or a device malfunction. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.